Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The definitive root cause of the issue where the implanted tubing migrated into the inner ear could not be definitively determined. However, an investigation was completed by the original equipment manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Although the device was not made available for evaluation, failure can likely be attributed to the incision made for the implant. If the incision was too large, it would cause the flanges of the implant to not be positioned outside of the incision. The large incision would cause the skin to grow over the implant and migrate into the middle ear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Investigation activities have been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It is reported an unspecified time frame after a procedure to implant a duravent tympanostomy tube, the tube migrated to the inner ear and required surgical intervention to remove it. No additional consequences to the patient have been reported as a result of this occurrence.